Manufacturer narrative:
(B)(4). Date of event: month and day unknown. Only year (2019) is known. Medical device: batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the product code and/or lot number of the device? What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? How was the leak identified? Was the leak identified intraoperatively or postoperatively? If post-op, how many days? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Was a leak test performed? If so, what type and what was the result? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Will the ostomy be reversed? What is the current status of the patient? Was the device saved? If so, is it available for return?

Event description:
It was reported that an unknown procedure was performed and the doctor reported an anastomotic leak with an ethicon stapler. The patient ended up with a loop ileostomy. No other information is known at this time.